Event description:
Packaging of femoral component was neglected while trying to open. We had a backup that we used instead. While opening the paper top and pulling back, the plastic box cracked in one of the corners. At that point there was no way of getting the femoral component out of the plastic without contaminating the prosthesis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated implant date. An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. A DHR review for the reported lot determined that the device was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. The investigation concluded based on visual inspection that the packaging damage was caused by excessive handling. No further investigation for this event is possible at this time.

Event description:
Packaging of femoral component was neglected while trying to open. We had a backup that we used instead. While opening the paper top and pulling back, the plastic box cracked in one of the corners. At that point there was no way of getting the femoral component out of the plastic without contaminating the prosthesis.